Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014 inratio=1.0, lab= 3.5 time between testing 1-1/2 hours. Two hours later, on (B)(6) 2014 inratio=2.1, poc=3.5 minutes apart, patient's therapeutic range 1.8 - 2.3.

Manufacturer narrative:
Investigation pending.